Event description:
It was reported that the patient experienced cardiac tamponade and tissue damage. The patient later died.A pulse field ablation (PFA) procedure using an FARAWAVE catheter was completed with no specific issues, aside from difficulties finding the left pulmonary veins, which required several positioning attempts with the guidewire. At the end of the procedure no problems were discovered on transthoracic echocardiography (TEE). In the afternoon after the procedure the patient reported feeling bad, and additional echocardiogram then discovered a cardiac tamponade. Fluid was drained and the patient was doing okay after one hour. In the night a new tamponade occurred requiring open chest surgery. During the surgery some tissue damage below the left pulmonary veins was noticed, but there was no hole in the cavity. This was the likely source of the tamponade. The surgery was unable to save the patient who died the day after the procedure. The official cause of death was cardiac tamponade. No autopsy was performed. The device is not expected to be returned for analysis due to disposal.It was further reported that the patient was treated for symptomatic atrial fibrillation by the procedure.It was further reported that the fluoroscopy and the OPAL mapping system were used for imaging during the procedure and that the guidewire was only tracked via fluoroscopy. Fluoroscopy was performed for 20.5 minutes during the procedure due to difficulties finding the left inferior pulmonary vein (LIPV), which was more than usual for this physician.

Event description:
IT WAS REPORTED THAT THE PATIENT EXPERIENCED CARDIAC TAMPONADE AND TISSUE DAMAGE. THE PATIENT LATER DIED. A PULSE FIELD ABLATION (PFA) PROCEDURE USING AN FARAWAVE CATHETER WAS COMPLETED WITH NO SPECIFIC ISSUES, ASIDE FROM DIFFICULTIES FINDING THE LEFT PULMONARY VEINS, WHICH REQUIRED SEVERAL POSITIONING ATTEMPTS WITH THE GUIDEWIRE. AT THE END OF THE PROCEDURE NO PROBLEMS WERE DISCOVERED ON TRANSTHORACIC ECHOCARDIOGRAPHY (TEE). IN THE AFTERNOON AFTER THE PROCEDURE THE PATIENT REPORTED FEELING BAD, AND ADDITIONAL ECHOCARDIOGRAM THEN DISCOVERED A CARDIAC TAMPONADE. FLUID WAS DRAINED AND THE PATIENT WAS DOING OKAY AFTER ONE HOUR. IN THE NIGHT A NEW TAMPONADE OCCURRED REQUIRING OPEN CHEST SURGERY. DURING THE SURGERY SOME TISSUE DAMAGE BELOW THE LEFT PULMONARY VEINS WAS NOTICED, BUT THERE WAS NO HOLE IN THE CAVITY. THIS WAS THE LIKELY SOURCE OF THE TAMPONADE. THE SURGERY WAS UNABLE TO SAVE THE PATIENT WHO DIED THE DAY AFTER THE PROCEDURE. THE OFFICIAL CAUSE OF DEATH WAS CARDIAC TAMPONADE. NO AUTOPSY WAS PERFORMED. THE DEVICE IS NOT EXPECTED TO BE RETURNED FOR ANALYSIS DUE TO DISPOSAL. IT WAS FURTHER REPORTED THAT THE PATIENT WAS TREATED FOR SYMPTOMATIC ATRIAL FIBRILLATION BY THE PROCEDURE.

Manufacturer narrative:
IT WAS INDICATED THAT THE DEVICE WILL NOT BE RETURNED FOR EVALUATION. IF THERE IS ANY FURTHER RELEVANT INFORMATION OBTAINED, A SUPPLEMENTAL MEDWATCH WILL BE FILED. DETAILED PRODUCT INFORMATION WAS NOT PROVIDED TO BSC. GOOD FAITH EFFORTS TO OBTAIN THE INFORMATION ARE IN PROGRESS. BECAUSE THE PRODUCT IS UNKNOWN, WE ARE UNABLE TO PROVIDE THE UNIQUE IDENTIFIER (UDI) AND OTHER SPECIFIC PRODUCT INFORMATION AT THIS TIME. A SUPPLEMENTAL REPORT WILL BE FILED IF THE INFORMATION IS RECEIVED. D2A: COMMON DEVICE NAME: PERCUTANEOUS CARDIAC ABLATION CATHETER FOR TREATMENT OF ATRIAL FIBRILLATION WITH IRREVERSIBLE ELECTROPORATION; REPORTED HERE AS THE COMMON DEVICE NAME EXCEEDED THE CHARACTER LIMIT FOR DESIGNATED FIELD.

Manufacturer narrative:
IT WAS INDICATED THAT THE DEVICE WILL NOT BE RETURNED FOR EVALUATION. IF THERE IS ANY FURTHER RELEVANT INFORMATION OBTAINED, A SUPPLEMENTAL MEDWATCH WILL BE FILED. DETAILED PRODUCT INFORMATION WAS NOT PROVIDED TO BSC. GOOD FAITH EFFORTS TO OBTAIN THE INFORMATION ARE IN PROGRESS. BECAUSE THE PRODUCT IS UNKNOWN, WE ARE UNABLE TO PROVIDE THE UNIQUE IDENTIFIER (UDI) AND OTHER SPECIFIC PRODUCT INFORMATION AT THIS TIME. A SUPPLEMENTAL REPORT WILL BE FILED IF THE INFORMATION IS RECEIVED. D2A: COMMON DEVICE NAME: PERCUTANEOUS CARDIAC ABLATION CATHETER FOR TREATMENT OF ATRIAL FIBRILLATION WITH IRREVERSIBLE ELECTROPORATION; REPORTED HERE AS THE COMMON DEVICE NAME EXCEEDED THE CHARACTER LIMIT FOR DESIGNATED FIELD.

Event description:
IT WAS REPORTED THAT THE PATIENT EXPERIENCED CARDIAC TAMPONADE AND TISSUE DAMAGE. THE PATIENT LATER DIED. A PULSE FIELD ABLATION (PFA) PROCEDURE USING AN FARAWAVE CATHETER WAS COMPLETED WITH NO SPECIFIC ISSUES, ASIDE FROM DIFFICULTIES FINDING THE LEFT PULMONARY VEINS, WHICH REQUIRED SEVERAL POSITIONING ATTEMPTS WITH THE GUIDEWIRE. AT THE END OF THE PROCEDURE NO PROBLEMS WERE DISCOVERED ON TRANSTHORACIC ECHOCARDIOGRAPHY (TEE). IN THE AFTERNOON AFTER THE PROCEDURE THE PATIENT REPORTED FEELING BAD, AND ADDITIONAL ECHOCARDIOGRAM THEN DISCOVERED A CARDIAC TAMPONADE. FLUID WAS DRAINED AND THE PATIENT WAS DOING OKAY AFTER ONE HOUR. IN THE NIGHT A NEW TAMPONADE OCCURRED REQUIRING OPEN CHEST SURGERY. DURING THE SURGERY SOME TISSUE DAMAGE BELOW THE LEFT PULMONARY VEINS WAS NOTICED, BUT THERE WAS NO HOLE IN THE CAVITY. THIS WAS THE LIKELY SOURCE OF THE TAMPONADE. THE SURGERY WAS UNABLE TO SAVE THE PATIENT WHO DIED THE DAY AFTER THE PROCEDURE. THE OFFICIAL CAUSE OF DEATH WAS CARDIAC TAMPONADE. NO AUTOPSY WAS PERFORMED. THE DEVICE IS NOT EXPECTED TO BE RETURNED FOR ANALYSIS DUE TO DISPOSAL.

Manufacturer narrative:
Detailed product information was not provided to BSC. Good Faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the Unique Identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.D2a: Common Device Name: Percutaneous Cardiac Ablation Catheter For Treatment Of Atrial Fibrillation With Irreversible Electroporation; reported here as the Common Device name exceeded the character limit for designated field.This supplemental report is being submitted with an update to sections: B5.With all the available information, Boston Scientific (BSC) concludes:Ship History Review:A ship history was performed in SAP in an attempt to determine the most probable lot number used in the procedure. The SAP ID provided in the complaint did not return any lot history information for UPN#, M004PFCE41M412. In accordance with the GFE reporting that the catheter was a Nav enabled device, UPN #M004PFCE41M411 was used to complete this ship history review. Lot numbers 36684283, 36600047, and 36600045 were found as the most likely lot numbers used in this procedure based on the information provided within the event description. Device History Record (DHR) Review:The DHRs for 36684283, 36600047, and 36600045 were reviewed. There was no indication that a deviation or nonconformance associated with the manufacturing process contributed to this event. Additional review is not required.Device Technical Analysis:The FARAWAVE catheter was not returned, therefore returned device analysis could not be performed.Labeling Review:The instructions for use were reviewed, and it did not reveal any evidence of device off-label use or failure to follow instructions. The IFU contemplate the adverse events related to "Death", "Cardiac Trauma" and "Tissue Damage". There is no evidence that any updates to the document are required at this time.Risk Review:A risk review performed for the FARAWAVE device confirmed that the events of Death, Cardiac Tamponade and Tissue Damage are known events defined in the product's risk management documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the FARAWAVE device is acceptable. Various harms could lead to the death of a patient, including, but not limited to Cardiac Tamponade and Tissue Damage. The official cause of the patient's death was cardiac tamponade, and the severity associated with the event would be a 5, as the patient passed away. When the catheter/guidewire is maneuvered/manipulated within the patient for normal use of the catheter during insertion/advancement/maneuvering/withdrawal, this can lead to the occurrence of a cardiac tamponade (Severity 5). No additional review is required at this time. A risk review performed for the FARAWAVE catheter confirmed that the event of Additional Intervention Required is a known event defined in the product's risk management documentation. Unexpected Medical Intervention, Surgical Intervention, Imaging Required and Hospitalization or Prolonged Hospitalization are considered within the risk threshold of additional Intervention Required.Investigation Conclusion:BSC has assigned an investigation conclusion code of Known Inherent Risk of Device. Death, Cardiac Tamponade and Tissue Damage are expected procedural complications addressed within the IFU for the Farawave catheter. The official cause of the patient's death was cardiac tamponade. There were no allegations of a quality or manufacturing deficiency leading to the adverse event as reported to BSC, and the device has not been returned for analysis at this time.